Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device and during incoming inspection by terumo subsidiary, a deformity at the distal end due to lack of material was discovered. There was no pt involvement.